Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified superior mesenteric artery (sma). A 5.0x15x150cm express sd stent delivery system (sds) was inserted with no difficulty or resistance. As the express sd sds was advanced over the mesenteric artery the stent dislodged and migrated to the right common iliac artery. The express sd balloon was used to deploy the dislodged stent in the right common iliac artery. The stent was well positioned and well apposed to the vessel wall. The procedure was completed with a 6 x 15 non bsc stent that was deployed at the target lesion. No further patient complications occurred and the patient's status is fine.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).